Event description:
Information received from the field notes that the patient experienced rapid pacing after passing through at least two separate "antishoplifting" security systems. The physician advised the patient to carry and use a magnet to place the device in magnet mode before passing through the security systems.